Event description:
It was reported to lifecell that a (B)(6) year old female underwent radical excision of abdominal soft tissue desmoid tumor and bridging abdominal wall repair with the strattice device. Roughly one month post operatively, the patient presented with a mechanical bowel obstruction. On (B)(6) 2015, the patient underwent exploratory laparotomy with lysis of adhesions. Upon surgical examination, the surgeons noted aggressive adhesions on the underside between the bowel and strattice. The adhesions were taken down and the strattice was dissected off the abdominal wall by hand in a sweeping motion. After the strattice was explanted, seprafilm was implanted. The soft tissue was closed primarily over the defect. A closed incisional negative pressure dressing was applied. The patient was closed without incident.

Manufacturer narrative:
Our investigation of lot sp100174 includes: - method: review of the information as reported, review of device history records, and review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100174. - results: review of the device history records revealed no deviations during the production of lot sp100174 that may be associated with the event. The lot met acceptance criteria for qc release, including acceptable mechanical testing results. - to date, no other complaints have been reported to lifecell against lot sp100174. - to date, (B)(4) devices processed for lot sp100174, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. - conclusion: the complaint related strattice device was not returned to lifecell for evaluation. Based on our internal investigation of the lot processing history, the device met qc release criteria with no deviations related to the event. Adhesion is an anticipated complication related to intra abdominal surgery. Device not returned for evaluation.